Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, the atrial lead was found to be dislodged and exhibited failure to capture. The dislodgement was visualized with fluoroscopy. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.